Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they went to the hospital due to high blood glucose (bg) levels; the specific levels were not disclosed. The patient stated they had diabetic ketoacidosis due to a pod. The patient removed the pod and their endocrinologist decided to take them off omnipod to get bg levels under control. The patient¿s a1c was reported to be ¿off the charts¿. There were no further details provided related to the event, symptoms, and treatment. Good faith efforts have been made to request additional information without success. If additional details are provided, a supplemental report will be submitted.